Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde biliary drainage in the pancreatic performed on (B)(6) 2019. According to the complainant, during the procedure, when attempting to insert the advanix pancreatic stent into the patient's duct, the stent could not advance into the pancreatic duct due to a tight stricture and the stent became kinked. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2976 captures for the reportable event of pancreatic stent kinked. A visual evaluation of an advanix pancreatic stent was returned for analysis. The stent did not present any visual damage or abnormalities that could be related to this issue, no damage or kinks were observed to along of the stent. A dimentional inspection was performed. The stent outer diameter was measured and it was confirmed that the measure is within specification. Based on the product analysis, it is most likely that due to anatomical or procedural factors encountered during the procedure the device performance was limited. A cause of adverse event related to patient condition was assigned to the reported issue of device difficult to advance in the anatomy, since an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. However, a cause of the not problem detected was assigned to the reported complaint issue of the stent kink, since the returned device did not present any kinks or abnormalities. Therefore the most probable root cause for this event is 'adverse event related to patient condition'. A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde biliary drainage in the pancreatic performed on (B)(6) 2019. According to the complainant, during the procedure, when attempting to insert the advanix pancreatic stent into the patient's duct, the stent could not advance into the pancreatic duct due to a tight stricture and the stent became kinked. The procedure was successfuly completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.